Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary it was reported that the basket wires of an engage nitinol stone extractor separated when completing a ureteroscopy stone extraction procedure with a laser lithotripsy. The physician admitted to user error, as the basket was pulled through a competitor's 11/13 access sheath while the basket was not fully closed. A new device was not required as the basket wires broke at the end of the procedure, and the procedure was completed successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Investigation ¿ evaluation reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as a review of pictures supplied by the supplier of the device, were conducted during the investigation. The device was not returned; however, pictures of the device were supplied by the user. The pictures showed that the proximal ends of two of two of the basket wires had pulled free. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other events associated with the reported device lot. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The product IFU did not provide any information related to the reported issue. Based on the available information, no product returned, and the results of the investigation, cook determined that unintended use error caused or contributed to the event. The reported information stated the user felt the cause was due to a user error, pulling that device through the access sheath with the basket not fully closed. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the basket wires of an ngage nitinol stone extractor separated when completing a ureteroscopy stone extraction procedure with a laser lithotripsy. The physician admitted to user error, as the basket was pulled through a competitor's 11/13 access sheath while the basket was not fully closed. A new device was not required as the basket wires broke at the end of the procedure, and the procedure was completed successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4- PMA/510(k) #: exempt. E3- occupation: tsgt. (Technical sergeant). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.